Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gynecologic procedure, the first click was heard as the device entered the abdomen, but a second click did not happen and the needle tip was seen to be unsheathed. It is not known how the procedure was completed. There were no adverse consequences for the patient reported.